Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap paraesophageal hernia procedure, the needle fell out of instrument. No device fragment or component fell into the patient's cavity. There was no patient injury. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more.